Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: on (B)(6) 2014, the black box recorded a loss of prime warning due to a low non-zero pump event. All other loss of prime warnings were cartridge or power reset related. The pump was exercised for 24 hours at 1 unit/hour with no loss of prime or other alarms observed. The force sensor calibration and resistance checks failed. Product analysis was unable to duplicate the customer complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime event had occurred 3 or more times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.